Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who had air in their patient line while connected to the homechoice for peritoneal dialysis therapy. Following a check patient line alarm, the patient noted that they had forgotten to take the cap off of the end of the drain line during set up. The patient was advised to start over with new supplies and to inform their nurse about the introduction of air into the lines. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.